Manufacturer narrative:
The tech found the brake caster was not holding due to normal wear and tear. Per the hill-rom user manual, warning: pts may use the bed for support while entering or exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The tech replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the left foot brake caster would not hold. The bed was located in the hill-rom service center warehouse. There was no pt/user injury was reported. (B)(4).